Manufacturer narrative:
Continuation of d10: product ID: 990045 product type: guidewire product event summary: the pscc100 catheter of lot number 0012686879 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment: on the spiral array segment, a tissue was observed to be stuck in/on the distal tip. Catheter identification and ablation testing was carried out. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Guidewire to catheter compatibility testing was carried out. The catheter was received with a guide wire threaded through and exited the tip. Attempt to remove the guide wire from the catheter failed. The guidewire was observed to be stuck. A tissue was found between guide wire lumen tip and guide wire junction. Verification of steering mechanism was carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was performed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity and hipot verification (where applicable). Electrical continuity test did not reveal any anomalies. In conclusion, the reported deflection control or steering issues were not confirmed, the catheter failed the return product inspection due to stuck tissue in/on the distal tip and a stuck residue observed on the guidewire inside the guidewire lumen in the shaft section. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the shaft segment, a tissue was observed stuck on the guidewire in the guidewire lumen. During inspection of the shaft segment, a tissue specimen was observed stuck inside the guidewire lumen. In conclusion, the reported deflection control or steering issues were not confirmed, the catheter failed the return product inspection due to stuck tissue in/on the distal tip and a stuck residue observed on the guidewire inside the guidewire lumen in the shaft section. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulse select catheter, there were issues with catheter steering and deflection, and the guidewire was "stuck" inside the catheter and appeared to be shredding. The catheter and guidewire were replaced and the procedure was finished without any other problems. No patient complications have been reported as a result of this event.